Event description:
During an in clinic follow up, high pacing impedance and an increased threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Lead damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.